Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported the patient was trying to increase the stimulation but could only go up to 4.4 and saw an upper limit screen. The patient also mentioned that they were not feeling stimulation. The patient stated they didn't feel like they had an improvement and still got utis and felt like their bladder wasn't emptying properly. The patient normally felt stimulation but now they do not. The stimulation started around 3 v. No further complications were reported as a result of this event.